Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of cracked infusion set y-sites was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set with y-site. Usage residues were observed throughout the sample. A needleless injection cap was attached to the y-site. A crack was observed in the y-site, extending from the luer orifice nearly to the mold cavity marking. Microscopic inspection of the sample revealed a granular fracture surface. The split occurred along the molding weld line. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. Corrective actions have been implemented by the supplier and the complaint sample was manufactured prior to implementation of any corrective actions. A lot history review (lhr) of asdvf039 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was accessed on (B)(6) 2020 and sent home with port accessed (heparin locked per institution policy). Upon checking port needle a crack was noted on (B)(6) 2020.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdvf039 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was accessed on (B)(6) 2020 and sent home with port accessed (heparin locked per institution policy). Upon checking port needle a crack was noted on (B)(6) 2020.